Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was lost to follow up. Upon attempted interrogation, the pulse generator exhibited communication issues. The device was explanted and replaced on (B)(6) 2016 without complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.